Manufacturer narrative:
(B)(4). Initial MDR with device evaluation. It was reported the customer was unable to draw the solution into the syringe as usual. To aid in the investigation, one sample with no plastic shield in an opened packaging blister and six photos were provided for evaluation by our quality team. A visual inspection was performed. From the top part of the filter in the needle hub there is a layer of a substance that is dark green in color. The sample was then connected to an empty syringe. It was not possible to draw saline solution into the syringe. The six photos provided show a filter needle inserted in a vial. No other information could be obtained from the photos. The sample was then sent to a laboratory for further analysis. The report was inconclusive as the best match was 87.61% to wheat gluten flour. The exact substance could not be determined due to not a high enough match. A device history record review was completed for provided material number 30521104, lot 1301728. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Foreign matter found during investigation - see h10.